Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years and 10 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis (exact source of infection unknown; possible dialysis). According to the surgeon, the reason for explanting the device was not related to a device malfunction. No other details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.